Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: b5 - the patient reported fraying imaging. Not confirmed by doctor.

Event description:
Imaging was reported by patient exclusively as lead being frayed. This was not confirmed by doctor.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000095020.

Event description:
It was reported that patient's system was unable to enter MRI mode. Imaging revealed a frayed lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is the frayed one.